Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transapical approach, a 23mm certitude system was prepped in standard fashion. A 21fr sheath was inserted into the left ventricle. A 23mm sapien 3 ultra valve was placed across the native valve. Pacing was started and the balloon was inflated. The delivery system balloon burst when the valve appeared to be fully deployed. The balloon was removed without issue. The valve appeared fully deployed on transesophageal echocardiogram and angiography. No paravalvular leak was noted. It was thought the balloon burst due to a heavily calcified sinotubular junction and mitral annulus.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation as it was discarded. The complaint for balloon burst was unable to be confirmed due to unavailability of the device or imagery. No manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, it was thought the balloon burst due to a heavily calcified sinotubular junction and mitral annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.